Manufacturer narrative:
The insulin pump had motor error alarm during the occlusion test and unable to prime during prime test due to faulty force sensor resistor. The motor passed motor test. The insulin pump was received with cracked display window corners, battery tube threads, reservoir tube, reservoir tube lip, scratched lcd window and missing endcap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that they received a motor error alarm. The customer's blood glucose was 43 mg/dl at the time of incident. The customer performed manual prime and fixed prime but the insulin pump alarmed. The customer performed displacement test and the insulin pump passed. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.